Event description:
Pt arrived in cp arrest. Defibrillator placed at 150j and charge button activated. Message on screen "apply pads". Cables checked and charge reattempted without success. Monitor showed hourglass. Cable secure to machine. Other defibrillator brought over immediately and shock delivered to pt with same pads.